Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 538 mg/dl. Customer's blood glucose value was 521 mg/dl. The customer reported that insulin pump had insulin flow blocked alarm during basal and bent cannula. Customer declined troubleshoot for high blood level. Troubleshoot was performed. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was not returned for analysis.